Event description:
Ous MDR - after an implantation time of about 16 months, it was reported that the ICD could no longer be interrogated during a routine follow-up. In the x-ray, it was seen that the lead was no longer fixated in the heart but was wound around itself and the device in the pocket. Lead and ICD were explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was analyzed visually, mechanically, and electrically. In the returned state, severe twisting and knotting of the lead was noted.the visual inspection showed a deformation at the fixation screw of the lead. This damage is probably a result of excessive mechanical stress due to the twiddler syndrome, which also led to the winding of the lead in the pocket mentioned above.other damage, such as cuts in the insulation of the df4 connector and a deformation of the shock coil were probably caused during the explantation.the analysis did not show any other deviations that could be related to the clinical complaint.